Event description:
It was reported that the patient was hospitalized for an infection and was being scheduled for potential revision or vns removal due to infection, and the surgeon requested manufacturer field clinical support coverage. The surgeon reported that the lead was "coming off," but no further details were provided at that time regarding the event. The surgeon was not a vns treating physician, so he followed up with the patient's neurologist. The neurologist told the surgeon that it was the surgeon's medical decision as to what to do with the device. On (B)(6) 2013, the surgeon indicated that he wanted to perform a revision surgery if the "device was still working." If it was not, the plan was to explant the device. The patient had a wound at the neck with the leads showing, and the culture tested (B)(6). The manufacturer's field clinical engineer attended the surgeon on (B)(6) 2013, for a superficial neck wound debridement and removal of protruding tie down for the patient. The picu nurse told the engineer that the patient had a "protruding small white thing" from the left neck. A dressing was over the site, so the engineer was not able to view the neck or protrusion in the picu. The picu nurse reported that they were performing wound care and administering antibiotics. The picu nurse said from the history and physical, the patient was brought to the ER because the home health nurse noticed a "small white thing protruding" out of skin and red area to left neck under where the patient's oxygen mask strap was. The picu nurse reported that according to the home health nurse that the patient's oxygen mask strap was rubbing the left neck site causing the vns lead tie-down to protrude out of the skin and reddened the neck area. In the operating room, the surgeon again reported that he understood that the patient's oxygen mask had rubbed the left neck and a piece of the tie-down was protruding out of the skin on left neck. He took off the dressing in the operating room, and the engineer was able to visualize about a quarter of the tie down was protruding out of left neck with small pink/red area around it. The surgeon reported that the patient was receiving antibiotics in the picu since admission. He did provide what antibiotics the patient was receiving or when the patient had been admitted. Neither the picu nurse or surgeon were able to provide additional information. The surgeon opened the left side of the neck site and reported that it was only a superficial infection confined to the skin. He removed the exposed tie-down and stated he would not remove or replace the lead at this time. The engineer offered a sterile accessory kit for another tie down reporting that manufacturing labeling recommends tie-downs, but the surgeon refused the accessory pack. The surgeon stated he did not want another tie-down to prevent the incident of the rubbing oxygen mask to happen again. The wound site was debrided and irrigated in surgery with an antibiotic solution. The surgeon reported that they would continue to keep the patient on antibiotics. System diagnostics following debridement were within normal limits. The generator was reset to pre-operative settings and the settings were verified. No devices were replaced during surgery.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.